Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ise results for approximately 10 patient samples from the cobas pro ise analytical unit. One example was provided of an initial sodium result of 150 mmol/l, and a repeat result of 141 mmol/l.